Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the liquid leakage occurred at the tip during medicine liquid filling. As this duplicated the previous defect, the same lot is to be recalled. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
This emdr was submitted in error as a duplicate initial report. The event is being captured under mrn 3012307300-2026-00217-00. No further reporting will be submitted under this emdr.